Manufacturer narrative:
Occurrence date (B)(6) 2017. (B)(6). Device was manufactured from october 5, 2016 to october 6, 2016. One actual folfusor unit was received at the plant for analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the unit via the naked eye noted fluid inside the bag. The cause of fluid inside the bag was identified to be an untightened blue winged luer cap. A functional test was performed, after fill, the blue winged luer cap was hand tightened by rotating the cap until the cap could no longer be rotated. Thereafter, no signs of leak were observed at the blue winged luer cap. The unit was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after filling with fluorouracil. There was no patient involvement. No additional information is available.